Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) device system exhibited over-sensing of noise, resulting in an inappropriate shock, and Smart Pass deactivation, and one non-treated episode, all occurring on the same day. X-ray images were performed, which identified possible malposition of the S-ICD and Electrode. A request was made to have data and images from this device analyzed. At this time, RhythmCARE has not reviewed this data and provided any recommendations. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.